Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes there was a low draw. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the patient was taking blood, the yellow-head tube was connected to the needle holder and it was found that the yellow-head tube rubber stopper was not tightly sealed, the negative pressure was insufficient, and the blood volume was not enough. The blood sample was normal after the yellow-head tube was replaced immediately. The patient has no objection.